Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a diluent leak in the rinse tubing at the differential mixing chamber. The fse replaced the tubing to repair the leak. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was less than 10 ml and was not contained in the instrument. The operator was wearing personal protective equipment of gloves and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.